Event description:
It was reported that during a thyroid procedure, the device did not coagulate properly; not activating properly. Another device was used to complete the procedure. The patient had to be brought back to or post operatively for bleeding. Device discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.